Event description:
Customer reported a low ma error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the input transformer strapping. System operates as intended.